Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm. On (B)(6)2023, the patient was not experiencing any symptoms, as she is hypo and hyper unaware. At some point, the patient lost consciousness. The patient¿s granddaughter called 911. The patient cannot recall what her cgm was reading prior to losing consciousness. No bg meter reading was done at this time for comparison. Once emergency medical services (ems) arrived, the patient¿s bg meter reading was 926 mg/dl. The patient was transported to the hospital and was admitted to the intensive care unit (ICU) for several days. The patient was treated with an IV insulin drip. The patient was discharged home on (b)(7) 2023. The patient was in good condition at the time of report. No data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hyperglycemia.